Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: huang y, lin d, chen b, jiang x, shangguan s, lin f. A machine learning model for predicting postoperative complication risk in young and middle-aged patients with femoral neck fractures. Front surg. 2025 aug 26;12:1591671. Doi: 10.3389/fsurg.2025.1591671. Pmid: 40932859; pmcid: pmc12417505. Objective/methods/study data : the objective of this study was to develop a predictive model using machine learning (ml) techniques to assess the risk of postoperative complications in young and middle-aged patients with femoral neck fractures. Between september 2019 and june 2024, a total of 28 clinical characteristics of 899 femoral neck fracture patients were included in the study. With 474 males and 425 females. The median age of 53 years (range: 42¿59). Among these, 583 patients had non-displaced fractures (garden I, garden ii), and 316 patients had displaced fractures (garden iii, garden IV).among patients who underwent surgical treatment for femoral neck fractures, 366 were fixed with fns (femoral neck system), 138 with fns + ars (femoral neck system combined with anti-rotation screw), 78 with fns + msp (femoral neck system combined with medial support plate), and 317 (35%) with ccs (cannulated compression screws). Of these, 68 fns patients, 21 fns + ars patients, 6 fns + msp patients. Follow up were unknown. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: synthes femoral neck system (fns). Adverse event(s) and provided interventions possibly associated with unk - constructs: fns (qty 1). A 35-year-old male has a preoperative anteroposterior radiograph of the hip showing a left femoral neck fracture (garden IV type). Postoperative anteroposterior radiograph after fns surgery. Developed femoral head necrosis two years after the removal of the fns internal fixation. Intervention: not provided.